Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, friend/family member) regarding external device. It was reported that over the past several years, the patient had to wait a long time to get a bolus after the communication gets to 90%. The company representative (rep) stated that it was at least a 5-minute wait right before they called. The agent reviewed steps to clear data from the handset; data had been 34.93 mb. After clearing the data, the patient was able to connect and successfully deliver a bolus without delay. The troubleshooting steps that were taken on the call resolved the issue.